Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified. Patient demographics requested however declined to answer.

Event description:
It was reported that the pharmacy primed the tubing with methotrexate prior to sending it to the floor. After the initiation of the infusion the rn reported occlusion alarms. The pharmacist was notified, upon closer observation it was noted that the tubing collapsed at an unspecified location. It was later determined that the nurses on the oncology floor were using a 2 y-site primary set when instead of a 3 y-site primary set. The sets that were attached in pharmacy were too short to connect with the y-site on the primary set that they were using, furthermore causing the collapse of the tubing. The oncology staff stated that; "now that they are using the correct primary sets, all seems to be going smoothly."